Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code 4625 - lri (limbal relaxing incision) and reverse optic capture. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye as the patient complained of seeing crescent in vision. The doctor diagnosis was negative dysphotopsia. It was also indicated that lri (limbal relaxing incision) and reverse optic capture were performed, and a non-johnson & johnson lens was used as the replacement. No other surgical and/or medical interventions required. Patient outcome was reported to be excellent, and no injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 20, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to dysphotopsia could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿dysphotopsia¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.